Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The transeptal puncture (tsp) was completed, and the full dose of heparin was administered. The activated clotting time (act) was 330 seconds. Thrombus appeared on the tip of the pigtail catheter. The physician removed the pigtail from the was sheath, and the clot appeared to be in-tact on the end. The sheath and pigtail were flushed. The physician then implanted the wds without any additional complications.